Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The insulin pump functioned properly during motor rewind. No motor rewind anomaly noted. The device had minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, and cracked end cap.

Event description:
It was reported that the customer's insulin pump was extremely cracked on the exterior. The customer stated that the portion of the reservoir compartment and battery compartment was on the verge of falling completely off the insulin pump. The customer stated that she could not rewind her insulin pump. The customer stated that the damage occurred a few days ago. The customer's blood glucose level at the time of the call was 179 mg/dl. The customer stated that she did not know how the damage occurred. Advised to discontinue the use of the pump and revert to a back-up plan per healthcare provider's instruction. Advised the insulin pump will need to be replaced. Informed the customer that a replacement insulin pump would be sent. Nothing further reported.